Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6)2024, it was reported by a sales representative via sems-06641198 that an ar-8332h shaver has exposed wiring on the cable. Discovered during a case with no patient harm.

Manufacturer narrative:
(Shp cable) the evaluation confirmed the reported event, ar-8332h shaver has exposed wiring on the cable." And attributed it to use error.